Manufacturer narrative:
Device was "loaner" ventilator which had been sent to this site while one of their other ventilators was being serviced by impact. The device was well maintained by impact however, the input testing upon receipt of the device demonstrated a power supply failure which was found to be the root cause of the reported malfunction. Root cause analysis on this power supply is going at this time. Device performance testing was performed and the unit was returned to impact's loaner reserve.

Event description:
The pt was being transferred by ground from one healthcare facility to another and was to be supported using an impact 754 portable ventilator. The transport clinician turned on the ventilator and a "system failure" alarm exhibited. The ventilator was reset and another system failure alarm resulted. The pt was placed on trach o2 for transfer to the vehicle and the clinician was able to complete the pt transport using the ventilator while attached to external vehicle power. There were no additional ventilator issues other than a "check fuse" message while connected to external power. Once the ventilator was again detached from external power, the system failure alarm returned and the ventilator shut off completely. The pt was able to self-ventilate while being transported into a room in the second facility. The clinician reported there were no adverse events to the pt as a result of the incident. Though it was reported that serious injury to the pt did not occur, it was reported that the device malfunction caused the pt to rely on self-ventilation when an automated ventilator was intended for treatment. Because of this, the event is being submitted as a serious injury event.